Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Root cause analysis: damaged. Problem verified: yes. Service actions performed: "found the irrigation safety cover's hinge broken. Found deep scratches on the line guide- not affecting the unit's performance. Replaced the broken hinge, doors tested okay. Replaced the pressure adjuster for the irrigation & suction pumps. Replaced the threaded stand-off from the external shaver port. Completed full testing as per dhs-sav001-fms, system ready to use." (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the perspex doors are failing to close and therefore machines are not working. Machines are operating and failing sporadically. User ends up settling the doors for these to work. Case delayed by about two to three minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.